Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was smoke.

Manufacturer narrative:
The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence. "The following repair and service diagnostic codes were identified based on service request: damaged component (non pcba) due to abuse. Competitor integration issue. Tier 3 pump repair. Replaced competitor integration. Upgraded software. The following was observed: damaged component (non pcba) due to abuse and competitor integration issue. Tier 3 pump repair was performed which includes replacement of competitor integration and upgraded software. This does confirm the alleged failure mode of: smoke. Probable root cause: power surge on: competitor integration board. Main board. Imx module (cf). Front board. Power supply. Ac inlet filter. Use error. Pump operated at least-favorable environmental conditions for extended period of time. Flammable cleaning agents used to clean/disinfect pump console. Fluid ingress into console damages components". (B)(4).

Event description:
It was reported that there was smoke.